Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl. The customer reported that the insulin pump chipped at the side where the reservoir goes. The troubleshooting was performed and customer asked for reservoir locking in place or not then the customer stated that they were not have this issue. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to pack up plan. The insulin pump will be returned for analysis.